Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: trochanteric fixation nail helical blade cut through into the acetabulum. This report is 1 of 2 for complaint (B)(4).